Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/19/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a18339a.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.14 on a patient. There was no additional patient information at the time of this report. (B)(6). Positive cut-off value:>0.08 ng/ml. Collection times not available. No patient information available. Per I-stat system manual: art: 714258-00q; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no patient information, final diagnosis or testing information provided with multiple requests based on the limited information available there is no evidence that suggests the patient suffered an mi.